Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system which exhibited high out of range right ventricular pacing impedance measurements. The observation was a known issues with all other lead measurements appeared normal; although some noise was evident on the electrogram review. The physician elected to monitor the patient's data via their home monitoring system and reported no adverse effects. As per the recommendations of boston scientific's internal technical services, extensive troubleshooting was later performed to eliminate an associated lead integrity issue. All testing returned normal information, thus the physician elected to continue monitoring with the latitude home monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.